Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Baxter technician assisted hp in repriming line and completing treatment. No patient injury or medical intervention requiered per hp.